Event description:
Information received indicates the head up function is not working on the bed.

Manufacturer narrative:
The technician isolated the issue to the stuck solenoid valve. He replaced the valve to repair the bed.